Event description:
Catheter wire not functioning properly during cardiac catheterization. Wire became stuck and unmovable in the catheter rendering the basket inoperable. The device was removed intact without harm to the patient.